Event description:
It was reported that a patient had a posterior capsule tear with a non-preloaded monofocal intraocular lens (iol). Patient contact is unknown. No other information was provided.

Manufacturer narrative:
.. Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.